Manufacturer narrative:
Conclusion: one used needle and suture were returned and visually inspected. No attachment defects were observed on the needle. Suture remnant was found in the hole of the needle. Additionally, there were severe marks on the edge of the needle by use of the needle holder. This condition caused the needle pull off. The used suture was visually examined and the suture end was damaged. The condition of the sample suggests improper handling of the needle/suture.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an excision of a lesion from the nose on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.